Event description:
It was reported when using the bd tube k2edta plh 13x75 2.0 slbl lav jp there was clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: "after blood collection, the sample was mixed by inverting the tube enough times, however, clotting of the sample was observed.

Manufacturer narrative:
H.6. Investigation summary: bd received 1 used sample and 4 photos for investigation. The photos were reviewed and the indicated failure mode for clotting was observed. Additionally, retention samples from bd inventory, were evaluated for edta content. All tubes were within specification. Complaints for sample quality are under statistical control for the month of (B)(6) 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for clotting based on the 1 used returned sample and photos provided. Testing of retention samples was satisfactory with no issues identified. Bd was not able to identify a root cause for the indicated failure mode. The following fields were updated due to additional information: d9: device available for evaluation:  yes d9: returned to manufacturer on: 2023-06-15.

Event description:
It was reported when using the bd tube k2edta plh 13x75 2.0 slbl lav jp there was clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: "after blood collection, the sample was mixed by inverting the tube enough times, however, clotting of the sample was observed.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.